Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button press due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen screen noted.

Event description:
It was reported that the customer's insulin pump had unresponsive buttons and the time clock on the device did not change. No further information was provided.